Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the backing of the insulin pump has dislodged and is not pumping insulin. The customer's blood glucose level was reported to be 162mg/dl. It was reported that the drive support cap was protruded and the dome label fell off. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to broken off end cap however, the drive support disk was inspected and no anomaly was noted. All operating currents are within specification. No unexpected low battery off no power alarm noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube window corners and cracked battery tube threads.